Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl. Customer did experienced the symptoms such as weak and dizzy lightheaded bad headache. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer also reported that insulin pump was not working and insulin pump was not giving insulin. The insulin pump will be and reservoir will not be returned for analysis.